Event description:
Per the field clinical specialist, approximately five years and eight months following a transcatheter mitral valve replacement (tmvr) procedure using a 26mm sapien 3 valve, the initially implanted valve in the mitral position was reported to have restenosed with calcification. An available mean valve gradient measurement was reported as 16 mmhg, which prompted a valve-in-valve procedure using a 23mm sapien 3 ultra resilia valve. The patient was symptomatic, with shortness of breath. The valve was implanted with an additional 3 cc volume added, and the procedure occurred without incident. The final mean gradient following the valve in valve procedure was 2 mmhg. The valve was successfully implanted and the patient was in stable condition. Per medical record review, this patient was admitted for a planned transcatheter mitral valve in valve replacement for severe bioprosthetic mitral stenosis. A cta of the chest, prior to the intervention, noted calcification of all three mitral valve leaflets, with one of them significantly calcified and essentially immobile, mild restriction of the other leaflets, no halt. The procedure was successful and the patient tolerated it well. The patient was discharged to home the following day.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that patient factors along with the mechanisms listed above may caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.